Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be used to treat a fistula on (B)(6) 2010. According to the complainant, during the procedure, the physician opened a device package labeled as an esophageal partially covered stent. After the physician successfully placed the device at the target location, an x-ray revealed that the stent was in fact fully covered. The physician left this stent in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok. **additional information received since (B)(4) 2010** the complainant indicated that both the label on the box and on the individual package indicated that the stent was a partially covered one.

Manufacturer narrative:
A thorough investigation of the production history and all related factors affecting the batch for this complaint was completed. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The stent ends of this product are uncovered with the exception of a silicone band located on the proximal stent end just below a suture which is threaded through the proximal end. The physician may have been viewing this silicone band at the stent ends. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be used to treat a fistula on (B)(6) 2010. According to the complainant, during the procedure, the physician opened a device package labeled as an esophageal partially covered stent. After the physician successfully placed the device at the target location, an x-ray revealed that the stent was in fact fully covered. The physician left this stent in place. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.